Event description:
It was initially reported that a "device disabled" message was seen upon interrogation. A low output current message was also reported to have been seen. The patient's device was checked two days later with all results being normal. Decoded programming was reviewed from the tablet used to interrogate the patient's device and revealed that the device was in a disabled status due to a burst watchdog timeout. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. Furthermore, a review of the data revealed that a system diagnostics test, which resulted in a low output current message, was performed after the initial interrogations without programming the patient's settings to the correct values. Therefore, the device was still operating in a disabled state which caused it to deliver 1ma (successfully) and compare this to the previously intended output current setting. No additional or relevant information has been received to date.